Manufacturer narrative:
Additional information was received from the physician who assessed the coma was not device related.

Event description:
A report was received that the patient is in a coma due an unknown reason.

Manufacturer narrative:
Additional suspect device component involved in the event: model#: sc-2352-50 ,serial#: (B)(4). Description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient is in a coma due an unknown reason.